Event description:
A trilogy evo ventilator from the united states was returned to a third-party service center for service. There was no report of patient harm or injury associated with this event. The device was not reported to be in patient use at the time of service. During evaluation at the third-party service center, an evt_motor_shutdown error was identified in the device event log. In addition, a technical finding of motor stall was documented. To address the issue, the blower assembly was replaced. Additionally, the device software was upgraded. Evaluation also identified contamination in the form of a black film within the device. Following service, the device successfully passed pneumatic testing and final functional testing. The device was returned to specification. No patient harm or injury was reported.

Manufacturer narrative:
The reported failure of the blower assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution